Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the e-200 generator to perform failure analysis. The e-200 generator was visually inspected, where no issues were found. The generator was installed onto a known good system and powered on with no issues. An error was confirmed via the logs. The generator passed system drive testing. Both bipolar ports were not loose and functioned as expected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. However, failure analysis is not complete. Isi has not received the vessel sealer instrument with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is not available. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales rep (csr) emailed technical support stating that surgeon had experienced an issue where no energy was emitted from the instrument jaws until the tissue was re-clamped. The csr reported that when the blue pedal was activated, the generator indicated it was active, but there were no an audible generator sounds and no energy delivery to the jaws. The instrument was installed on arm 4 when the issue occurred. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The vessel sealer instrument worked during procedure. The instrument issue involved no energy. Instrument involved delayed sealing. There was also insufficient sealing. Sealing function did not work as expected. Error did not occur when vessel sealer issue occurred. The tissue was not cut when not fully sealed. There was no seal and no audio. There was no bleeding observed. The surgeon had to reapply closure to the tissue and reattempt to activate the vessel sealer instrument for a seal.